Event description:
Patient reported experiencing left side ¿moderate pain.¿ additionally, healthcare professional reported left side "rupture" confirmed via imaging. The device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2013 and (B)(6) 2016. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.